Event description:
It was reported that, "dr. Was setting up the tibial alignment tower to prep the tibia for a tibial baseplate. The proximal shaft that contains 2 fixation pins that is malleted into the top of the tibia had one of the two pins break off when it was impacted into the pt's tibia. The broken fixation pin was immediately removed (no debris) with no incident or harm to the pt. This tower alignment component was new."

Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted on the supplemental report.